Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. There was no issue with the liner previously reported. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error.

Event description:
It was reported that the liner was unable to be seated. After several attempts, the procedure was completed using another liner and shell. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 30123203 g7 vit e high wall lnr 32mm c lot # 65698873 110010242 g7 osseoti 3 hole shell 48mm c lot # 7490252. G2: foreign: italy. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02570. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.